Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("excessive bleeding/extreme"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and ovarian cyst ("ovarian cysts") in a 43-year-old female patient who had essure (batch no. 919031) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 (three live births on : (B)(6) 1989, (B)(6) 2009 and (B)(6) 2006.), temporomandibular joint disorder in 1987, varicella in 1977, hemorrhoidectomy in 2000, arthroscopy in 1990, cesarean section (one in 2006), multi gravida, cataplexy in 2001, heart rate decreased in 2006, urinary tract infection in january 2012, alcohol use (mixed drinks. 4 drinks consumed weekly.), caffeine consumption (soda - 3 cups a day), yeast infection and mammogram on 27-sep-2010. *patient received burning therapy on 10jul2012. In 1987, reconstruction upper jaw for tmj. Hysteroscope with essure on 2012, social history for patient: alcohol, mixed drinks. 4 drinks consumed weekly. Caffeine, the patient uses caffeine: soda - 3 cups a day. The patient reports there are animals in the home. Pets dogs, the patient cleans up after the animal. Previously administered products included for an unreported indication: copper iud, nuvigil and provigil. Concurrent conditions included breast discharge, breast lump, breast pain, osteopenia and hypertension since july 2014. Family history included osteoporosis (mother), hives (father), hypertension (father), prostate cancer (father), narcolepsy (brother) and rheumatoid arthritis (brother). Concomitant products included drospirenone + ethinylestradiol (yasmin) for birth control, hydroxychloroquine phosphate (plaquenil) since 2009 for hives, sertraline (zoloft) for narcolepsy, doxycycline and metronidazole (flagyl) for uterine infection as well as anovlar (ovysmen), armodafinil (nuvigil), colecalciferol (vitamin d), doxycycline monohydrate since 2013, escitalopram oxalate (lexapro), fluconazole (diflucan) since 29-jun-2016, ibuprofen, nitrofurantoin (macrobid), oxycocet (percocet) since 3-oct-2016 and ringer-lactate (lactated ringer's). On (B)(6) 2012, the patient had essure inserted. In april 2012, the patient experienced ovarian cyst (seriousness criterion medically significant). In 2012, the patient experienced back pain ("back pain / extreme lower back pain"), abdominal pain ("abdominal pain / extreme abdominal pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), headache ("headaches") and migraine ("migraines"). On 29-jul-2014, 2 years 5 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal menstrual pain / abdominal pain and lower back pain (constant & increasing, extreme, especially during menstrual cycle)"), hypersensitivity ("allergic reaction"), fatigue ("fatigue"), mood swings ("mood swings"), allergy to metals ("nickel allergy"), endometriosis ("pelvic endometriosis"), depression ("major depressive disorder, single episode unspecified / depression"), perineal pain ("perineal pain"), diarrhoea ("diarrhea"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), urticaria chronic ("chronic urticaria"), urticaria ("hives"), vulvovaginal pruritus ("vulvar itching"), narcolepsy ("narcolepsy"), urinary tract infection ("recurrent uti"), cystitis ("honey moon cystitis") and vaginal odour ("vulvar odor"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016), surgery (ablation), surgery (ablation), surgery (ablation) and surgery (ovarian cyst removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, hypersensitivity, headache, fatigue, mood swings, migraine, allergy to metals, endometriosis, depression, perineal pain, diarrhoea, nausea, vaginal discharge, urticaria chronic, urticaria, vulvovaginal pruritus, narcolepsy, cystitis and vaginal odour outcome was unknown and the ovarian cyst, back pain, abdominal pain and urinary tract infection had resolved. The reporter considered abdominal pain, allergy to metals, back pain, cystitis, depression, diarrhoea, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood swings, narcolepsy, nausea, ovarian cyst, pelvic pain, perineal pain, urinary tract infection, urticaria, urticaria chronic, vaginal discharge, vaginal haemorrhage, vaginal odour and vulvovaginal pruritus to be related to essure. The reporter commented: current weight: 178 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. On (B)(6) 2012: hysterosalpingogram: satisfactory placement of both essure coils and full occlusion of both tubes. Patient had used birth control pill for birth control.reason to discontinue heavy and break through bleeding. May-2013: pap was normal 20-jun-2014 endometrial biopsy/d&c:: size of uterus: normal. Adnexa: normal. Cervix: normal. 29-aug-2014 us pelvic with transvaginal: findings: normal intrauterine cavity jul-2016: pelvic ultrasound showed an av uterus with evidence for ablation. On 11oct2016 patient had performed ,laparoscopy. Salpingectomy (bilateral), with labrum repair, destruction of cul-de-sac, percutaneous endoscopic approach, destruction of uterine supporting structure, percutaneous endoscopic approach ,destruction of uterus, percutaneous endoscopic approach and resection of bilateral fallopian tubes, percutaneous endoscopic approach. Pregnancy results: negative may-2014: pap was normal negative quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("excessive bleeding/extreme"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and ovarian cyst ("ovarian cysts") in a (B)(6) year-old female patient who had essure (batch no. 919031) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 (three live births on : (B)(6) 1989, (B)(6) 2009 and (B)(6) 2006.), temporomandibular joint disorder in 1987, varicella in 1977, hemorrhoidectomy in 2000, arthroscopy in 1990, cesarean section (one in 2006), multi gravida, cataplexy in 2001, heart rate decreased in 2006, urinary tract infection in (B)(6) 2012, alcohol use (mixed drinks. 4 drinks consumed weekly.), caffeine consumption (soda - 3 cups a day), yeast infection and mammogram on (B)(6) 2010. *patient received burning therapy on (B)(6) 2012. In 1987, reconstruction upper jaw for tmj. Hysteroscope with essure on 2012, social history for patient: alcohol, mixed drinks. 4 drinks consumed weekly. Caffeine, the patient uses caffeine: soda - 3 cups a day. The patient reports there are animals in the home. Pets dogs, the patient cleans up after the animal. Previously administered products included for an unreported indication: copper iud, nuvigil and provigil. Concurrent conditions included breast discharge, breast lump, breast pain, osteopenia and hypertension since (B)(6) 2014. Family history included osteoporosis (mother), hives (father), hypertension (father), prostate cancer (father), narcolepsy (brother) and rheumatoid arthritis (brother). Concomitant products included drospirenone + ethinylestradiol (yasmin) for birth control, hydroxychloroquine phosphate (plaquenil) since 2009 for hives, sertraline (zoloft) for narcolepsy, doxycycline and metronidazole (flagyl) for uterine infection as well as anovlar (ovysmen), armodafinil (nuvigil), colecalciferol (vitamin d), doxycycline monohydrate since 2013, escitalopram oxalate (lexapro), fluconazole (diflucan) since (B)(6) 2016, ibuprofen, nitrofurantoin (macrobid), oxycocet (percocet) since (B)(6) 2016 and ringer-lactate (lactated ringer's). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced ovarian cyst (seriousness criterion medically significant). In 2012, the patient experienced back pain ("back pain / extreme lower back pain"), abdominal pain ("abdominal pain / extreme abdominal pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), headache ("headaches") and migraine ("migraines"). On (B)(6) 2014, 2 years 5 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal menstrual pain / abdominal pain and lower back pain (constant & increasing, extreme, especially during menstrual cycle)"), hypersensitivity ("allergic reaction"), fatigue ("fatigue"), mood swings ("mood swings"), allergy to metals ("nickel allergy"), endometriosis ("pelvic endometriosis"), depression ("major depressive disorder, single episode unspecified / depression"), perineal pain ("perineal pain"), diarrhoea ("diarrhea"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), urticaria chronic ("chronic urticaria"), urticaria ("hives"), vulvovaginal pruritus ("vulvar itching "), narcolepsy ("narcolepsy"), urinary tract infection ("recurrent uti"), cystitis ("honey moon cystitis") and vaginal odour ("vulvar odor"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016), surgery (ablation), surgery (ablation), surgery (ablation) and surgery (ovarian cyst removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, hypersensitivity, headache, fatigue, mood swings, migraine, allergy to metals, endometriosis, depression, perineal pain, diarrhoea, nausea, vaginal discharge, urticaria chronic, urticaria, vulvovaginal pruritus, narcolepsy, cystitis and vaginal odour outcome was unknown and the ovarian cyst, back pain, abdominal pain and urinary tract infection had resolved. The reporter considered abdominal pain, allergy to metals, back pain, cystitis, depression, diarrhoea, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood swings, narcolepsy, nausea, ovarian cyst, pelvic pain, perineal pain, urinary tract infection, urticaria, urticaria chronic, vaginal discharge, vaginal haemorrhage, vaginal odour and vulvovaginal pruritus to be related to essure. The reporter commented: current weight: (B)(6) lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. On (B)(6) 2012: hysterosalpingogram: satisfactory placement of both essure coils and full occlusion of both tubes. Patient had used birth control pill for birth control.reason to discontinue heavy and break through bleeding. (B)(6) 2013: pap was normal (B)(6) 2014 endometrial biopsy/d&c:: size of uterus: normal. Adnexa: normal. Cervix: normal. (B)(6) 2014 us pelvic with transvaginal: findings: normal intrauterine cavity (B)(6) 2016: pelvic ultrasound showed an av uterus with evidence for ablation. On on (B)(6) 2016 patient had performed ,laparoscopy. Salpingectomy (bilateral), with labrum repair, destruction of cul-de-sac, percutaneous endoscopic approach, destruction of uterine supporting structure, percutaneous endoscopic approach ,destruction of uterus, percutaneous endoscopic approach and resection of bilateral fallopian tubes, percutaneous endoscopic approach. Pregnancy results: negative (B)(6) 2014: pap was normal negative most recent follow-up information incorporated above includes: on 31-jan-2018: plaintiff fact sheet and medical records documents received, new reporter, patient demographic information, relevant history , product indication, concomitant product and lot number 919031, new events abnormal bleeding vaginal, menorrhagia, migraines, nickel allergy, abdominal pain constant and increasing, extreme, especially during menstrual cycles, lower back pain constant & increasing extreme, especially during menstrual cycles, extreme abdominal pain and lower back pain, ovarian cyst, pelvic endometriosis, major depressive disorder, single episode unspecified, perineal pain, diarrhea, nausea, vaginal discharge, chronic urticarial, hives, vulvar itching and an odor, narcolepsy, recurrent uti, honey moon cystitisthe events dyspareunia painful sexual intercourse clubbed with previous event incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), hypersensitivity ("allergic reaction"), headache ("headaches"), ovarian cyst ("ovarian cysts"), fatigue ("fatigue") and mood swings ("mood swings"). The patient was treated with bilateral salpingectomy on (B)(6) 2016. Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, abdominal pain, dyspareunia, hypersensitivity, headache, ovarian cyst, fatigue and mood swings outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, abdominal pain, dyspareunia, hypersensitivity, headache, ovarian cyst, fatigue and mood swings to be related to essure. Diagnostic results: on (B)(6) 2012: hysterosalpingogram: satisfactory placement of both essure coils and full occlusion of both tubes. Company causality comment. This spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and excessive bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Essure coils were removed approximately 4 years 8 months after insertion. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (bilateral salpingectomy). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device no specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases ¡s not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2017: quality safety evaluation received. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severec pelvic pain and excessive bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Essure coils were removed approximately 4 years 8 months after insertion. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (bilateral salpingectomy). Other nonserious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical event is not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.